Event description:
Report received of a non-delivery of an antibiotic. It was reported that clindamycin was programmed to infuse at 50ml/hr. The rn noticed that the fluid did not infuse, opened the pump door and reported that the tubing was misloaded across the black guide. The tubing was reportedly reloaded and the pump then functioned without event. There was a one-hour delay in therapy as a result of the non-delivery. There was no reported adverse patient event. There was no further information available.